Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not turn on with the button pressed or with the test strips inserted. The customer became hypoglycemic and experienced a loss of consciousness and was unable to self-treat. The ambulance was called and the customer was transported to a hospital where insulin (type/dose unknown) was administered for the diagnosis of hypoglycemia. The treatment of insulin is inconsistent with the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned meter was investigated. Meter powered on with button depression. No new issues were observed. Blank screen was not observed. The complaint was not confirmed. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device would not turn on with the button pressed or with the test strips inserted. The customer became hypoglycemic and experienced a loss of consciousness and was unable to self-treat. The ambulance was called and the customer was transported to a hospital where insulin (type/dose unknown) was administered for the diagnosis of hypoglycemia. Note; that the treatment of insulin is inconsistent with the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.